Manufacturer narrative:
(B)(4). Batch # n56u89. The analysis found that one pse60a device was returned with the firing trigger broken and missing and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic liver resection procedure, entered the firing button, but there was no engine sound. Released the firing button; the button was broken and fell off. The broken firing button was not returned. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.